Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, multiple attempts were made to position this right ventricular defibrillation lead due to insufficient sensing. When an acceptable position was found, the lead was placed. However, it was noted that during the previous attempts to position the lead, the lead perforated the patient's right ventricle, causing a pericardial effusion. Arterial blood pressure declined slowly but steadily, and an ultrasound was used to check for a possible pericardial effusion. The patient's blood pressure continued to drop and additional medical intervention was performed to resolve the patient's condition. Once the patient was stabilized, the implant procedure was then completed successfully and the patient was moved to the intensive care unit.